Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon explanted a 13.7mm micl13.7 implantable collamer lens, -10.5 diopter, from the patient's right eye (od) on (B)(6) 2016 due to excessive vaulting, intermittent angle closure, blurry vision and dilated eye. The lens was exchanged for a shorter lens and the patient is doing well. The reporter stated the lens was implanted by another surgeon in (B)(6). The customer in (B)(6) stated the lens was implanted on (B)(6) 2016.